Manufacturer narrative:
The complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. However, the complainant reported that the device was not expired. (B)(4). The complainant indicated that the device has been disposed of and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a hot axios stent was to be implanted during an endoscopic ultrasound (eus) procedure with carbon dioxide insufflation performed on (B)(6) 2017. Reportedly, the patient had lung cancer and, at the time of the eus procedure, the patient had a metastasis in the small intestine, blocking the jejunum. The patient had previously undergone a roux-en-y gastric bypass surgery. The axios stent placement was attempted as a surgical alternative and the stent was to be positioned apposing the stomach and remnant stomach in an attempt to "revert" the bypass. According to the complainant, during the procedure, the physician had difficulty positioning the first flange of the axios stent in the remnant stomach due to the mass in the small intestine. Despite the difficulties, the physician decided to continue with the stent placement and deployed the second flange of the stent. It was then noted that the stent was not deployed in the correct position, so the stent was retrieved from the patient with raptor forceps. The physician clipped the axios puncture site; however, the patient had free air in the peritoneal cavity. The patient did not receive any treatment for the free air. The patient was taken to surgery to have a surgical j-tube placed. The patient has had no complications as a result of this event. Reportedly, the patient's surgery went fine and the patient is doing okay. Note: the hot axios stent was being implanted to "revert" a previous gastric bypass; however, the hot axios stent and delivery system is indicated for use to facilitate transgastric or transduodenal endoscopic drainage of symptomatic pancreatic pseudocysts = 6cm in size and walled-off necrosis = 6cm in size with = 70% fluid content that are adherent to the gastric or bowel wall..